Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was placed into the patient¿s body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy, removal of right ovary, and posterior repair, due to urinary incontinence, pelvic organ prolapse, symptomatic rectocele, update significant pelvic relaxation and right-sided pain. It was reported that following insertion the patient experienced abdominal pain, dyspareunia, urinary problems, pelvic pain and pressure. (B)(4). The alert date of this file has been reviewed and updated based on FDA cdrh¿s communication and realignment on the definition of aware date when reviewing medical records for litigation complaints. The aware date is when ethicon has reviewed the medical records and either determined that an event is MDR reportable or has identified additional or corrected information related to a previously submitted MDR.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, stress urinary incontinence, cystocele and bladder discomfort. (B)(4).